Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it was successfully implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the custom bilateral temporomandibular joint implants were difficult to implant. The surgeon reported that designing the fossa component to perfectly fit the native anatomy can make the component more difficult to seat in the native eminence, and the size of the posterior lip of the fossa component made it more difficult to implant. The patient's ankylosis of the joint and fibrotic tissue contributed to the difficult surgery. Orthognathic surgery was planned during the implantation of the joint, but it was postponed and will occur at a later date. An unspecified surgical delay was reported. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered to be confirmed because this information was reported on a design call with a surgeon. The device was not returned for evaluation; therefore, the functional testing or visual evaluations could be conducted. No x-rays, scans, or pictures were received. The design and manufacturing vendor was notified of the complaint and they completed an investigation into the issue. The patient was scanned on (B)(6) 2020 and the scans were received by 3ds on 13 feb 2020. The case was a bilateral tmj with ankylosis of left and right condyles per the design input form. Parts were manufactured 30 mar 2020 and shipped to zb 31 mar 2020. The investigation report shows scans of the patient anatomy, the proposed design with orthognathic movement, orthognathic movement overlay on native anatomy, and bone removal instructions. The fossa was designed with a 6mm posterior lip per the surgeon's request on the design input form. Each fossa was designed within tolerance of a minimum material distance between the articulating surface and superior surface of the fossa and overall maximum dimensions. The surgeon had mentioned that the contour of the bone was complex. The initial design sent to the surgeon had the fossa's contouring to the patient's fossa bone without any resections. A revision was not requested to change the bone shape and the initial design was reviewed and approved. No failure modes were identified in the investigation conducted by the design and manufacturing vendor. The DHR for this device was reviewed; no non-conformances were found. There are no indications of manufacturing defects. For all patient matched tmj implants (tmjpm-xxxx) in the previous one year (from the notification date) regarding fit issues, there is a complaint rate of 0.58%. The most likely underlying cause of the complaint could not be determined, but it does not appear to be the result of the design or manufacturing of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report; b5 describe event or problem; g4 date received by manufacturer; g7 type of report; h2 follow up type; h3 device evaluated by manufacturer; h6 method code; h6 results code; h6 conclusions code; h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.